Event description:
The facility originally reported to arjo that the sling clips come undone while the resident is in the sling. One resident reportedly fell out. No further details were released when the arjo rep went to investigate the complaint.